Event description:
It was reported that the side rails were sticking and not latching in the raised position. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.